Event description:
It was reported that the patient undergoing cystoscopy and insertion of right ureteral stent interpretation radiograph image. The foley catheter was placed in bladder without issue,60cc of lidocaine plain was instilled into the bladder. The catheter was plugged and remained for an hour during anesthesia recovery. The post anesthesia care unit, the nurse hooked the foley to gravity drainage and the patient transport the unit. It was noted urine was leaking around catheter, the foley removed and a hole was note in the tubing where balloon should be inflated, no injury to patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient undergoing cystoscopy and insertion of right ureteral stent interpretation radiograph image. The foley catheter was placed in bladder without issue,60cc of lidocaine plain was instilled into the bladder. The catheter was plugged and remained for an hour during anesthesia recovery. The post anesthesia care unit, the nurse hooked the foley to gravity drainage and the patient transport the unit. It was noted urine was leaking around catheter, the foley removed and a hole was note in the tubing where balloon should be inflated, no injury to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.